Event description:
A leak from an IV filter was reported. The details of the event were reported as follows: a pt on the bmt unit was receiving a high-dose etoposide infusion, which was hung on the previous shift at 1659 with the appropriate in-line filter per protocol. At 2030, the rn noticed that the back of the filter was moist, and subsequently noticed a small puddle of liquid on the floor (roughly 5ml) between the IV pump and the pt. Upon inspection of the filter, a tiny hole was discovered through which the etoposide and ns carrier had been leaking, presumably since the chemo had been administered. The chemo infusion was immediately stopped, and the spill was cleaned up with a chemo spill kit per protocol. There was no harm to the pt or caregiver and no medical intervention was required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.